Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received. Event confirmation status 2 reported events were not confirmed. Evaluation results 1 device was found to be affected by internal corrosion. 1 device had no device problem found.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was shedding metal debris. 2 events had no known patient involvement or patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Not confirmed: 1 reported event was not confirmed during testing. In progress: 1 device evaluation is in progress. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was shedding metal debris. 2 events had no known patient involvement or patient impact.